Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: reason for the surgical procedure: total colectomy due to diverticular bleeding. Date of the initial surgical procedure: (B)(6) 2019. Date the problem was detected: 500 ml of blood / serous fluid at 6 hrs recovered in the blake. It is reduced to 300 x shift during the 2nd day and pcr c / 24hrs after postoperatively 8, 24 hrs 38 and> 40 the third day). Also on the 3rd day the drainage already flows intestinal / biliary. Date of reintervention: (B)(6). What is the current status of the patient? Discharged, recovering from surgery itself, remains hospitalized due to excellent abdominal and tolerates diet but perhaps product of his stress had sudden hypertensive crisis and he is in intensive care with probable heart infarction. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Were blood products administered? What was done to address the bruising and dehiscence in the reoperation? Does the surgeon believe the bruise was secondary to poor blood supply and thus associated with the dehiscence? Is the ileostomy temporary or permanent? What is the current status of the patient?

Event description:
The surgeon reports a leak on colorectal anastomosis four days after colectomy surgery. A successful leak test intra-op was performed. From additional information sent: the consequences were peritonitis and sepsis due to early leakage of anastomoses. A reintervention was required. The surgical findings were a large bruise around the anastomoses (intramural) and 50% dehiscence of the stapling circumference. An ileostomy was performed and the patient was admitted to intensive care unit.